Manufacturer narrative:
The date of event is estimated.

Event description:
During a lead replacement (manufacturer report reference number: 1627487-2021-00903), the patient had the ipg replaced. The ipg was reported to be at the end of life and turned off prior to surgery. Effective stimulation was established in post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.